Event description:
It was reported that the cuff on the portex endotracheal tube was not inflated according to the calibration. A leak was also suspected. Breathing on the part of the patient therefore became exhausting. The endotracheal tube was replaced as a result. No further complications were reported in relation to this event.